Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/23/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: pump returned with torn keypad, near the ¿down¿ key. ¿ok¿,¿down¿ and "up" keys respond intermittent. ¿contrast¿ key respond. Keypad was removed to investigate, evidence of keypad contamination was located, under ¿contrast¿,¿ok¿,¿down¿ and "up" contact button. Unrelated to the complaint, pump booted to the verify screen with dim pink contrast. Pump cover was removed and the old screen was removed and replaced with a new test screen, contrast returned to normal with test screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.